Manufacturer narrative:
(B)(4). Evaluation of the incident antenna confirmed the reported failure. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported the antenna was used successfully for several ablation sites. After over an hour of use, the water stopped flowing. A temperature alarm was received. The antenna was removed and another used to complete the procedure without any injury to the patient.